Event description:
Pt was transfilling a portable from a stationary liquid oxygen unit. After portable was full & valve shut off liquid o2 standard leaking out from the stationary burns to his finger tips on right hand & tip of thumb on left. Also on ball of left foot.